Event description:
Attorney reported: 2006- the patient was implanted with a non-recalled composix kugel mesh patch. 2007- the patient presented to the hospital with severe abdominal pain, vomiting and sepsis. Eight days later- the patient underwent surgery. The patient was noted to have a collapsed terminal ileum and multiple adhesions attached to the infected mesh. The mesh and approximately five feet of bowel were removed. The following month- the patient failed to recover from the surgery and died.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned or request for additional information has not been responded to. No conclusion can be drawn at this time. Additional information including patient information, copies of medical information/records and death certificate/autopsy report have been requested. A DHR review has not been conducted, since no specific lot number has been provided. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.